Event description:
Reporter indicated that a pt would have the vns generator and lead explanted. It was reported that the vns device "had stopped being beneficial" and the pt wanted to have the device removed due to discomfort caused by the generator in the pectoral region. It was reported that the "vagal nerve stimulator didn't seem to reduce her seizure disorder." At an earlier date while receiving vns therapy, the physician's notes stated that the pt's epilepsy worsened and that most of the pt's seizures were of a "convulsive" type with as many as 5 to 10 seizures per month.